Event description:
It was reported that during a left ventricular (lv) lead revision, the physician accidentally cut this right atrial (ra) lead. The physician decided to explant and replace this lead. It is unknown of this lead will return. No additional adverse patient effects were reported.

Event description:
It was reported that during a left ventricular (lv) lead revision, the physician accidentally cut this right atrial (ra) lead. The physician decided to explant and replace this lead. It is unknown of this lead will return. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed due to an update with the evaluation method, results and conclusion codes.